Event description:
Healthcare professional later reported "particles in valve". Device has been explanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of deflation, other-technical and anxiety-product/procedure was received january 15, 2021 with lot number 1583264. Visual analysis of the returned device identified: yellow particles in device outer surface, fold creases and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one sharp opening in the side posterior edge assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth implants.

Event description:
Patient reported left side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional the left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. Device remains implanted.